Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker momentarily exhibited an inverted p-wave. After fixation and release of the device, it was noted under fluoroscopy that the device dislodged and migrated to the inferior vena cava. The device was retrieved and successfully re-implanted. There were no patient consequences.